Manufacturer narrative:
Block h6: medical device problem code (B)(6) captures the reportable event of bands prematurely deployed. Block h2 (additional information): block a, block b5, and block e1 have been updated based on the additional information received on october 17, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed. Additional information received on october 17, 2022: it was reported that when it was attempted to deploy the band, both the third and fourth bands fell off. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands fell off. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed.